Event description:
Approximately 3 month(s) and 8 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced a dislocation - pushing oneself out of bed. The patient was treated with closed reduction and the outcome of this event is considered resolved. The case report form indicates that this event is unlikely related to the device and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-02 - small superior augment glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.